Event description:
Patient transferred from ipr. During bedside shift report, bp was taken by aid and was 64/40. Patient lethargic and rr in 30's. Condition c called. All the appropriate staff arrived on time. Patient was transferred to ICU. FDA safety report ID# (B)(4).